Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. Although the cgm was reported inaccurate, there were no bg nor cgm values reported. There was no bg taken at the time and based on the cgm reading the patient self-treated with food. The patient was just recovering from surgery so he was not sure if the experienced symptoms were from the surgery or due to diabetes. The patient experienced dka and was taken to the hospital. The patient was transferred to the ICU for 4 days and treated there with IV insulin. The patient was discharged and the bg reading was 120 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.